Event description:
The service report shows the customer reported that the 840 ventilator was inoperative. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the breath delivery unit (bdu) pcb. The unit passed extended self-testing.